Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not deploy properly, the advancer tube was not visible after shuttling down. As per sales rep ¿I believe the issue was no advancer tube which is likely due to an error in technique, my guess is they did not shuttle down to a hard stop¿. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and handled as per the instructions for use (IFU). The device storage temperature did not exceed 25 degrees celsius. The device was prepped according to the IFU. The vessel was the artery. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non cordis sheath introducer was used with the mynx vcd. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor was there presence of pvd/calcium in the vicinity of the puncture site. The stick location was the femoral head. A retrograde approach was taken. Excess force was not applied during insertion. The stopcock of the introducer sheath was opened prior to shuttling down. The procedure was extended for 15min for manual compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx event. The product was not returned for analysis. A product history record (phr) review of lot f2016202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not deploy properly, the advancer tube was not visible after shuttling down. As per sales rep ¿I believe the issue was no advancer tube which is likely due to an error in technique, my guess is they did not shuttle down to a hard stop¿. Hemostasis was achieved with manual compression. There was no reported patient injury. The device was stored and handled as per the instructions for use (IFU). The device storage temperature did not exceed 25 degrees celsius. The device was prepped according to the IFU. The vessel was the artery. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. A 6f non cordis sheath introducer was used with the mynx vcd. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity nor was there presence of pvd/calcium in the vicinity of the puncture site. The stick location was the femoral head. A retrograde approach was taken. Excess force was not applied during insertion. The stopcock of the introducer sheath was opened prior to shuttling down. The procedure was extended for 15min for manual compression. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient recovered after the mynx event. The device will not be returned as it was accidentally discarded.